Event description:
Event description boston scientific received information that interrogation of this pacemaker showed the patient is in retry as a clinical event. Previouly, thresholds were 2.7v@0.5ms. Today, clear loss of capture was observed at 4.0v. There are also several stored vt egm's that all appear to be loss of capture. Impedance measurments are stable; however, daily measurements show retry almost the entire time. The patient has not been symptomatic and denies any other medical procedures/issues or changes in medication. A boston scientific technical services consultant suggested reviewing the daily measurements, perform a manual threshold test, assess impedances, and reassess intrinsic amplitudes. The lead was removed from service. A new ventricular lead was implanted without further incident.